Manufacturer narrative:
(B)(4). The lens was returned to our quality assurance laboratory where a visual inspection of the lens was performed. The intraocular lens (iol) was stuck to the lens case and could not be pried off. The optic was torn and appeared to have evidence of blood and viscoelastic. Placeholder.

Event description:
It was reported that the intraocular lens (iol) had to be removed from the patient's eye. The lens went in correctly and without difficulty; however, when the doctor was doing his final I/a removal of the viscoelastic, the posterior capsule ruptured and the lens was removed. A vitrectomy was performed and a different lens was inserted without complication. No further information was provided.